Event description:
It was reported that a malfunction occurred on the customer's pump, pump was reset malfunction code did not reoccur. Customer resumed insulin delivery on the pump. Customer blood glucose level was 505mg/dl. The customer went to the emergency room (ER), was treated with intravenous fluids of saline, treatment resolved the issue and there was no permanent damage. The customer was released on the same day, (B)(6) 2026.